Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that that "when they were on the table getting surgery they had an infection". Patient (pt) said they still had an infection and they were being treated again, pt said they were a very poor patient when it came to medications not working. Pt said they were allergic to a lot of different antibiotics so the primary care doctor said pt had to go back to their urologist because they were running out of antibiotics to take. Pt said lately they had the urge to urinate but they do had a "little bit of residual" that was coming back. Patient asked if the implant still worked when they had an infection, patient services (ps) redirected patient to healthcare provider (hcp). Patient was able to connect with implant during call, therapy was on, no adjustments were made to therapy during call. Patient confirmed that their symptoms were being helped by the device and they didn't have to "pee and pee" anymore. Patient said the current implant's external devices was easier to use than external devices they had with the previous device implants. The patient was difficult to follow and ps did their best to follow what patient was saying.